Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, damaged cable) has been confirmed. Upon investigation the electrode belt cable connecting ECG d and c cable was cut damaging wires within the cable and causing them to short. The root cause for the damaged cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged and was receiving a service code 204 (belt/monitor unusable).